Event description:
Material: 2432-0007 batch#: unknown. It was reported by the customer that ¿lvp tubing was beeping occlusion constantly while getting secondary cefepime requiring me to switch out the tubing. The tubing had been changed 5 days ago, and this was the first day we've had issues. No visible precipitate in filter.¿ verbatim: rcc received a complaint via email. Email(s) attached. Origami event# 24-8615 date of event: (B)(6) 2024 location of event: onoclogy product: 2432-0007 lot#: not provided comments from event author ¿lvp tubing was beeping occlusion constantly while getting secondary cefepime requiring me to switch out the tubing. The tubing had been changed 5 days ago, and this was the first day we've had issues. No visible precipitate in filter.¿.

Manufacturer narrative:
It was reported by the customer that they experienced flow issues - fluid blockage with the infusion set. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that ¿lvp tubing was beeping occlusion constantly while getting secondary cefepime requiring me to switch out the tubing. The tubing had been changed 5 days ago, and this was the first day we've had issues. No visible precipitate in filter.¿